Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor detached and she was unable to check her glucose level. Customer further reported that she lost consciousness and received unspecified treatment by her family member. No additional third party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was intact and not peeling away from the puck. No product deficiency was observed. The complaint is not confirmed.

Event description:
Customer reported that her adc freestyle libre sensor detached and she was unable to check her glucose level. Customer further reported that she lost consciousness and received unspecified treatment by her family member. No additional third party medical treatment was provided. There was no report of death or permanent injury associated with this event.